Event description:
Patient had an intertrochanteric osteotomy performed for hip dysplasia and pain. She had gone on to a hypertrophic nonunion and failed fixation of the same, with at least two broken screws. The two distal screws had completely broken. The original plate and new screws were utilized to stabilize the osteotomy site in addition to inlay and onlay graft.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.